Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe of the subject device was broken off at 15.5 mm from the distal end. There was scratch around the broken point and the coating for electric insulation of the probe was partially missing around the scratch. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked and the coating for electric insulation of the probe was damaged when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a laparoscopic proctectomy, the subject device was used. Probe damage error occurred and the user became unable to use the subject device. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the probe broke off and the coating for electric insulation of the probe was partially missing. It was reported that the probe broke off outside the patient. This is the report regarding the breakage of the probe and the missing of the probe coating.